Manufacturer narrative:
Gtin/UDI number for item 11612593, lot 17027252 is (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while attaching the infusion set to the patient, there was air at the end of the tubing and the solution was leaking out of the filter. There is no patient harm.

Manufacturer narrative:
The customer's report of a leak at the filter was confirmed. Functional testing of the received set observed fluid to leak out from along the bottom of the adult micron filter. Further visual inspection observed a ¿ridge¿ along the bottom of one side of the filter. The root cause of the leak was a manufacturing supplier issue.